Manufacturer narrative:
The insulin pump was received with no button response due to flattened all buttons dome switch (no creased). Inspected connector and no unlocked connector noted. The insulin pump had stripped battery cap coin slot (p), cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, stained end cap sticker, stained address/serial number label, minor scratched and cracked display window.

Event description:
The customer reported that the insulin pump was damaged. The customer's blood glucose was 204mg/dl at the time of incident. The customer reported that too many times she has placed battery cap on too tight and stated that she cannot get battery cap off. Customer stated that battery line is down to one. Customer states they are unable to remove the battery cap on their pump. The insulin pump was returned for analysis.